Event description:
Incident as reported: lap chole - "while the dr was removing the clip applier from our 5mm trocar it became stuck briefly, when the dr was finally able to remove it, a piece of the clip applier fell off."

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for eval. A f/u report will be sent within 30 days or upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.